Manufacturer narrative:
H3: one device was received for evaluation. There had not been any previous repair orders for this device within the review period. During further inspection, the motor odometer was found to be out of specification. The motor was replaced. The performance verification testing (pvt) was performed and the device passed all the testing criteria.

Event description:
The customer returned the product for worn keypad/fluid damage, during physical inspection it was found that the motor odometer was out of specification. There was no patient involvement.